Manufacturer narrative:
Follow-up received on 19-apr-2016: ptc global number is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events or lack of efficacy and a quality defect. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced ectopic pregnancy and an emergency surgery was needed. She also presented heavy (genital) bleeding. These events are serious due to medical importance and life threatening nature and listed in the reference safety information for essure. Pregnancies (including ectopic pregnancies) have been reported among women with essure micro-inserts in place. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. In addition, genital bleeding may occur during essure use. Therefore, considering reported events' nature, causality with suspect insert cannot be excluded. Since ectopic pregnancy had led to a emergency surgery, this case is regarded as incident. Other non-serious events were reported. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events or lack of efficacy and a quality defect. No further information can be obtained including pregnancy questionnaire due to lack of consumer's contact information.

Event description:
This is a spontaneous case report received from a non-health professional in united states on (B)(6)-2016 referring to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in an unspecified date. Cornual ectopic pregnancy (device ineffective) was diagnosed in 2015 and it was seen as a life threatening condition. Emergency surgery was needed. She also experienced heavy bleeding, severe cramps, pelvic pain, painful intercourse, back pain, headaches, dizziness, vision changes, breast pain and she was lactating. Company causality comment:this spontaneous and non-medically confirmed case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced ectopic pregnancy and an emergency surgery was needed. She also presented heavy (genital) bleeding. These events are serious due to medical importance and life threatening nature and listed in the reference safety information for essure. Pregnancies (including ectopic pregnancies) have been reported among women with essure micro-inserts in place. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. In addition, genital bleeding may occur during essure use. Therefore, considering reported events' nature, causality with suspect insert cannot be excluded. Since ectopic pregnancy had led to a emergency surgery, this case is regarded as incident. Other non-serious events were reported. Technical assessment is expected. No further information can be obtained including pregnancy questionnaire due to lack of consumer's contact information.